Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break and coating detachment occurred. A renegade¿ hi-flo¿ was selected for use in an embolization procedure. During preparation the device was removed from the holder. The device was prepared per procedure; however, separation was noted on the layers of the microcatheter and the external coating has been detached from the inner lining. The procedure was then completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned fractured at 33.5cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. There were 2 kinks noticed located 4.5cm from the hub and 10.7cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was further reported that the catheter was broken approximately 30cm from the hub.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter was broken approximately 30cm from the hub.